Manufacturer narrative:
Exact date unknown, event occurred six weeks from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071490 / 7071754.

Event description:
It was reported that the patients ipg was protruding and was not in the same location. It was also reported that the patients ipg was unable to take a charge. It was noted that the said symptoms started when the patient had a fall. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.